Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the image shows a green sureform 60 reload with the blade at the distal end, however not retracted back into the cartridge body. It appears the blade may have caught on some tissue during forward travel. Six pushers on the left side of the reload are not flush with the surface. Due to the angle of the reload in the image provided, the lack of deployment of the six pushers is unable to be confirmed. It is recommended that the site return the reload for confirmation that the staples are still seated in the 6 pusher pockets, as its possible for pushers to fall back down once staples are released. Additionally, there appears to be some sort of lodged material in the knife track a few rows prior to the stopped blade. It is unclear what this material is.

Event description:
It was reported that during a da vinci-assisted procedure, the green sureform 60 reload was fired, but the blade may have caught on some tissue during forward travel and there were unformed staples. Another sureform stapler was used to re-staple the area. The procedure was completed robotically, and the patient is home.